Manufacturer narrative:
This case, with patient identifier (B)(6)(test strip lot number 104037), is related to case with patient identifier (B)(6) (test strip lot number 104049).

Event description:
It was reported the patient received the following results within 15 minutes: 231 mg/dl, "hi" mg/dl (greater than 600 mg/dl), 44 mg/dl, 46 mg/dl, 41 mg/dl, and 43 mg/dl. The patient used test strip lot numbers (104037) and (104049) for the blood glucose results. It is unknown which result was taken from which lot number. The patient experienced hypoglycemia symptoms of fatigue, dizziness, sweating, and blurred vision but was able to self-treat.